Event description:
The customer reported that he had recently been experiencing unexplained high blood glucose levels. The customer stated that the insulin pump did not deliver all of the units of insulin that he programmed, then the bolus had to be programmed again. The customer reported waking up on the night before the call and having a blood glucose level between 130 and 140 mg/dl, then being at 368 mg/dl the morning of the call, and 468 mg/dl shortly before the call took place. The customer reported that he treated the high blood glucose level with a manual insulin injection. During troubleshooting, the customer confirmed that the insulin pump's drive support cap was loose. The customer was advised to monitor the device and will not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.